Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and loss of capture. The high pace impedances were noted to have been observed since implant. The physician was notified and the plan of action for this patient remains unknown at this time. No adverse patient effects were reported as a result of the loss of capture. This system remains in service.